Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound from the adc device. The customer became disoriented with symptoms of aphasia, rigidity, and subsequently experienced seizure and loss of consciousness. The customer was treated with juice and glucagon by third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the low glucose alarm did not sound from the adc device. The customer became disoriented with symptoms of aphasia, rigidity, and subsequently experienced seizure and loss of consciousness. The customer was treated with juice and glucagon by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly. The sensor went back to sensor state 6 after reprogramming and activating. The sensor was de-cased and the battery was replaced with known good battery. The low glucose threshold in the alarm settings was set to 100 mg/dl. The sensor was activated with a retained reader and current was applied to simulate the sensor being on the body. A low glucose alarm was successfully activated, therefore this complaint is not confirmed. No malfunction or product deficiency was identified. The plug assembly was inspected, no issues observed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Successfully received high/low glucose alarms on android/fsll. No issues were identified with librelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound from the adc device. The customer became disoriented with symptoms of aphasia, rigidity, and subsequently experienced seizure and loss of consciousness. The customer was treated with juice and glucagon by third-party. There was no report of death or permanent injury associated with this event.